Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event was confirmed that image was not displayed due to ¿bent pins where the camera hooks into it and has no image¿. However, the cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found that there were bent pins where the camera hooked into it and had no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the connector had bent pins where the camera hooks in and no image was displayed on the visera elite video system center during preparation for use. The intended therapeutic cysto bilateral retrogrades was completed with another similar device. There was no delay noted. The customer stated that they tried three different cameras, and the same one failed on the processor but worked when changing out the tower. There was no report of patient harm or impact associated with the reported event.